Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that when performing the software update on the programmer, a screen requesting a session key was displayed. Additionally, when checking the touchscreen function, the cursor deviated from input selection. Electromagnetic interference repair was performed as a preventive measure. Additionally, it was noted the power cord bay was broken. The power cord bay was replaced. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after performing the software update on the programmer, a screen requesting a session key was displayed. Additi onally, when checking the touchscreen function, the cursor deviated from input selection. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.